Event description:
Pt with recurrent glioblastoma began novottf therapy on (B)(6) 2013. On (B)(6) 2013, novocure was informed that the pt had been hospitalized due to new onset generalized seizure. Pt had been on anti-seizure prophylaxis (levetiracetam) but had discontinued several months prior to the event (no further info available). Pt was treated with levetiracetam and steroids. Per the prescribing md, seizures were due to underlying gbm and possible disease progression, not related to novottf therapy.

Manufacturer narrative:
Add'l serial number - (B)(4). (B)(4). Add'l device manufacture date: 10/2013. Pt with recurrent glioblastoma experienced new onset seizure resulting in hosp admission while on novottf therapy. Novocure agrees with prescribing md that seizures were related to underlying gbm and possible progressive disease. Seizures were not related to novottf therapy. Pt continued with novottf therapy with no further seizure activity reported. Seizures were reported as adverse events on the pivotal phase iii recurrent gbm trial in both arms of the trial (9% and 4% novottf therapy and chemotherapy arms respectively). None of these seizures were considered device or chemotherapy related by investigators. Seizures are a known complication of the underlying disease (recurrent gbm). Add'l risk factors for seizure include concomitant bevacizumab [seizure was among the most common bevacizumab-related toxicities in phase ii-iii studies, affecting 9-9.7% of pts. Source: lai et al., jco, 2011, 29(2): 142-148 / chinot et al., neuro-onc, 2012, 14 (suppl 6): vi101-105] and concomitant methylphenidate [carries a warning for seizures due to clinical evidence of stimulants lowering the seizure threshold in pts with no history of seizure. Source: methylphenidate prescribing info].